Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 25mm epic mitral valve was implanted in the patient. On (B)(6) 2025, the patient presented with symptoms of heart failure. An echocardiography showed leaflet tear was observed. The valve got explanted and a non-abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
Explant about 5 years and 8 months post-implant due to symptoms of heart failure and torn cusp was reported. Six images were received from the field showed the device in a dehydrated state outside the patient. The device was returned to abbott for investigation. The leaflets appeared translucent and were immobile when manually manipulated. The device was returned in a dehydrated state; therefore, further testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the heart failure symptoms and torn cusp could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as the device was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.